Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. Request for the lead to be returned has been made. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged into the right atrium and was sensing atrial activity. This lv lead was successfully explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Lv lead was successfully explanted. No additional adverse patient effects were reported.